Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse worked with staff and replaced fiber cable with new fiber cable. Not using wall mounts has cleared universal motion controller (umc) 2 error. Service performed to correct reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) regarding the surgeon losing control of the universal surgical manipulator (usm) arms. The customer observed that the usm arms would gray out and the endoscope would light up even though the surgeon was not trying to take control of the usm arms. According to the csr, the reported event occurred intermittently. Tse reviewed the system logs and found error 54 pointing to the third from the top port down on the back of the core. Tse suggested for a hard power cycle to be performed on the system when possible, and to also use compressed air to clean fiber cable tips and port. The procedure was completing as planned with no reported injury.